Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: sulu was loaded onto the idrive, and it could be fired previously then it stopped firing. Another device was used. No patient harm. Patient age, gender and weight: not provided. Operating time not extended.